Event description:
Additional information was received. Hcp reported old drug desired dose entered incorrectly when programming bridge bolus. The intervention was a dose adjustment made on (B)(6) 2013. Drug concentration was 24 mcg/ml patient hospitalization was not required. Outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider entered 2mcg/day during reprogramming after a refill and realized "like a minute later" that she had entered the "wrong daily dose." The correct does of 1.2mcg/day was entered and the pump was updated. No patient symptoms were reported. The device was used to infuse fentanyl and prialt.

Manufacturer narrative:
Catheter model 8709sc serial# (B)(4), implanted: 2010 (B)(6), physical programmer model neu_unknown_prog lot# unknown, implanted: na, explanted: na. (B)(4).